Event description:
The customer reported the unit was transporting a patient when it suddenly shut off ceasing therapy. Unit later turned itself on. The customer reported that there was no harm to the patient or the user. Error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed was observed in the significant event log.